Manufacturer narrative:
Concomitant medical products: model: 419488, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Follow-up was conducted. The allied health professional (ahp) at the clinic was able to verify that the patient's rv lead had developed a fracture. Reprogramming had been completed and the rv lead was programed "off" and a lead revision procedure is tentatively scheduled for a future date. The lead currently remains in use. No patient complications have been reported as a result of this event.